Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: (B)(6).

Manufacturer narrative:
D4 correction: model # updated to 12773-03 (B)(6).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: (B)(6). The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using the pre-close technique via a large-bore artery (>8f) sheath prior to an interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with two devices in a row. On the common femoral artery, a larger skin incision was made and the tissue was dissected. Hemostasis was achieved with the surgical cut-down. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.